Event description:
This event happened to a family member accompanying a patient. The patient was here for a CT scan. The patient had leg pain. The technologist offered the patient a hot pack for comfort. The technologist got a new hot pack, activated it according to instructions and handed it to the patient's family member to apply to her uncle. When the visitor applied it to the patient, it exploded and the hot pack contents squirted up into the face of the visitor and all over the floor. Instructions from the safety data sheet were followed. The visitor was taken to the eye wash station and rinsed her eyes. She was assessed by the radiologist (physician) and with no further issues she left with the patient. We called the patient 3 hours later and the patient reported that the visitor was fine with was having no issues. The supervisor for the CT scan contacted the dynarex company and reported the issue to the manufacturer. The dynarex company has requested that the supervisor keep the damaged pack for their quality department investigation. Photos of the hot pack and break point have been sent to attach to this report. Manufacturer response for instant hot pack, instant hot pack (per site reporter): the supervisor called the company.